Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the numbers on their insulin pump were ramping up when attempting to bolus. The customer also reported, the insulin pump appeared to be delivering more insulin than programmed. Customer's blood glucose was 260 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with basal rates and boluses monitored for several days and no unexpected basal error noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. All of the buttons functioned properly, no damage in the keypad assembly noted, no unexpected numbers ramping during testing and no unlocked lcd keypad connector during our visual inspection. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.